Manufacturer narrative:
H10: updated h6 (impact code and clinical code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and and both anchors were not returned. The depth limiter button not was in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip was seized. Analysis of enclosed the images shows a fast fix device. The suture and anchors are not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the IFU cautions "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast-fix could not be deployed. T1 remain in patient. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast-fix could not be deployed. T1 remain in patient. The procedure was successfully completed using a back-up device. It is unknown if there was a delay. No other complications were reported.